Event description:
Laserscope fiber broke during niagra procedure (green light). All team members were wearing goggles, but 3 team members (employees) received corneal burns requiring ophthalmology consults, meds and follow-up evaluations. No permanent injury noted. Cases now closed.